Event description:
It was reported that the patient cannot be secured properly by the restraints, as the restraints do not contour to the patient's body and leaves excessive slack, creating inadequate patient restraint. The customer is concerned about patient safety, particularly during emergency braking, accelerating, or cornering. There has been patient involvement, as there is some undue pressure and friction against the neck and collar bone, particularly in conscious or mobile patients. Some other concern of injuries were mentioned and delays, but no serious injuries or clinically relevant delay in treatment was reported.

Manufacturer narrative:
In response to this report, a stryker quality assurance engineer coordinated with a stryker sales business manager to obtain further details on the nature of injury, treatment provided to the caregiver and the device information. While no specific device or treatment information was provided, the customer highlighted only general feedback with broader issues with the new restraints, including restraint ineffectiveness, patient discomfort/pressure and friction along the neck, delays in securing, reduced crew confidence, and potential legal implications. No additional details¿such as specific device information, injury treatment provided, or further incident specifics¿were made available. The stryker quality assurance engineer spoke with a senior quality assurance engineer and determined that the restraints were manufactured according to the specified requirements, and there was no defect found with the unit that would have caused or contributed to the alleged issue of inadequate patient restraint or difficult to fasten patient restraint. These issues were resolved for the customer by communicating that the issues are related to customer preference and there was no component-level defect or malfunction.

Event description:
There is no new information.